Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval. Revision surgery was performed due to spondylothesis, no implant breakage occurred after post-op. Screw broke during initial implantation during revision surgery. There have been previously reported events for this device.

Event description:
It was reported that "head broke when final tightening - used 5.5 ti rod".